Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath and balloon catheter were in the left atrium and the blood pressure declined. A cardiac tamponade was seen by the physician. The patient was deceased; the specific cause of death was unknown. The case was aborted and the patient was under general anesthesia. It was additionally reported that the initial results of the autopsy showed no blood in the pericardial space, and that the results revealed blood in the thorax.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the procedure staff that the final report of the event revealed that the patient injury was unrelated to the manufacture's device or any products used that day. Also,the patient injury was from a "rupture" unrelated to any of the manufacture's products.